Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates that product return is not expected. If information is provided in the future, a supplemental report will be issued.

Event description:
This supplemental report is being submitted with corrections to the pacemaker device lot number, serial number and unique identifier (UDI) # fields in report section d.

Manufacturer narrative:
(B)(4). Information indicates that product return is not expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was explanted due to an infection. No additional adverse patient effects were reported.